Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gel in 3 bd vacutainer® brand sst ii advance tubes containing silica and gel "did not move after several trials of centrifugation" and remained "on the bottom of the tubes".

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor gel barrier separation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and and upon completion, there were no issues found, all samples separated as expected with complete impervious gel barriers. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor gel barrier separation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and no issues were observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gel in 3 bd vacutainer® brand sst ii advance tubes containing silica and gel "did not move after several trials of centrifugation" and remained "on the bottom of the tubes".